Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an inside-out insulation break was observed by the physician. All other measurements were within range. No further information available.